Event description:
The customer reported that the system displayed a kilovolt error message on the control panel when the fluoroscopy button was depressed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the system's high voltage tank were replaced. Filament calibration and high voltage arc tests were performed and the system's configuration files were updated with new data. The system was tested and found to be working as intended and put back into service.